Event description:
(B)(6) 2017 started with simple papular rash located in right side, by (B)(6) spread significantly to entire upper trunk of body. By (B)(6) was spread over 80% of body. In october noticed a chang in my left silicone gel breast implant I could feel a small squishy lump. Followed up with surgeon he said it was how the implant was sitting. I wanted testing done to evaluate the integrity of the implant, MRI, mammogram and ultrasound showed no implant rupture although I have this unexplained rash that will not go away and I have had consults with allergists and multiple biopsies with dermatologists that have no explanation for the rash. I cannot come off of steroids because the rash flares very quickly when I do. I can feel the capsular contracture in the breast and am wondering if it is too soon to see a leak since the implants are silicone gel. The squishy lump is much larger now as I believe the contracture is squeezing down on the implant more.